Event description:
It was reported that, during a robot-assisted total gastrectomy procedure, the esophagus was dissected by ech60s and gst60b and stapled without problems. Then, when the duodenum was dissected by ech60s and gst60w, the staples were partially unformed at the 2nd firing. Afterwards, the staple ends were reinforced by sutures, and the echelon itself was replaced with a new one on the spot. The surgeon who used the device commented that the thickness of the duodenum was the same as usual, but the tension was applied because the dissection was near the pancreas. The sales rep checked the cut line, but three staple lines were not observed, and the unformed staples were found as it went toward the tip. It did not seem that any clips or sutures etc. Had been caught. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 12/26/24. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s with lot/batch number, c9ec12, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent 1/30/2025. D4 batch #c9e76c. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired and with damage on reload deck. Additionally, photos were provided and they showed a device 60 mm from top view, with the battery pack loaded and with a white reload present. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9e76c, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025 photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 2/19/2025. D4: batch # c9e76c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with one gst60w reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9e76c, and no non-conformances were identified.